Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent an explant procedure and the explanted ipg was not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160 (sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.